Event description:
It was reported that this right ventricular (rv) lead was explanted. The reason was not provided. A new rv lead was succesfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: correct model/serial number added.

Event description:
It was reported that this right ventricular (rv) lead was explanted. The reason was not provided. A new rv lead was successfully implanted. No additional adverse patient effects were reported.